Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that at the pump refill on (B)(6) 2014 the pump was interrogated and showed it had zero residual medication. The system was being used to deliver hydromorphone (10 mg/ml; dose not provided). On 2015-02-13 additional information was received and it was reported that the patient experienced increased pain. The patient missed a refill. It was unknown to the healthcare provider (hcp) if an alarm was heard. The patient did not come to a scheduled appointment on (B)(6). The appointment on (B)(6) 2014 was cancelled. The pump was filled on (B)(6) 2014 when the patient called the healthcare provider (hcp) and asked if her pump could be filled. The expected reservoir and actual reservoir volumes were 0ml. The patient recovered without permanent impairment.